Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 h6: proposed component code - mechanical (g04) - stem attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# unk glenopshere; lot# unknown. Item# unk poly bearing; lot# unknown. E1: full establishment name - (B)(6). G2: literature - comfort, s. M., ray, l. J., harley, j. D., kleinsmith, r. M., puckett, h. D., braman, j. P., harrison, a. K., & rao, a. J. (2025). Improved patient outcomes and range of motion following primary and revision reverse total shoulder arthroplasty utilizing a custom glenoid implant for glenoid deficiency. Seminars in arthroplasty: jses, 35(3), 431¿437. Https://doi.org/10.1053/j.sart.2025.03.008. H6: proposed component code - mechanical (g04) stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was retrieved from seminars in arthroplasty (2025) that reported a retrospective study from the united states. The purpose of the study was to evaluate clinical outcomes of primary and revision rtsa utilizing a custom glenoid implant for treatment of glenoid bone deficiency. One patient presented with instability and anterior dislocation at 2 weeks postoperative. At 3 weeks postoperative, the patient underwent revision with replacement of the loose humeral stem and upsizing of the glenosphere. The vrs baseplate was found to be stable. Attempts have been made and no further information has been provided.